Manufacturer narrative:
No product is being returning for analysis. (B)(4).

Event description:
Initial report indicates that during a myomectory procedure, the uterus and bowel had perforated. Sales rep. Indicates the following: the blade was pretested and functioned without any issues. Visualization was lost due to suction issues that the surgeon was having with the thermadx fluid management system. The thermadx rep was present during the procedure and attempted to figure out the cause of the suction issues with their system. There were there no reported window lock issues with this blade. This issue was noted after estimated 10-15 min of total operating time. Once the surgeon became aware of the perforation and bowel puncture, she immediately stopped the procedure and a laparoscopic investigation was performed to locate the initial site of puncture. A specimen was taken of the bowel and sent out to be tested. Sales rep believes that the perforation to the uterus was repaired but was not made aware of how this was completed. When the surgeon located the punctured bowel, she called a specialty surgeon for consultation and bowel repair. The patient did not require any further post-operative treatment that she was aware of. It was reported that the surgeon was not a first-time user of the morcellator device.